Manufacturer narrative:
(B)(4). The product catalog number was documented as 532.001 in the initial report. The product catalog number has been updated to 532.101. The date of manufacture was documented as nov 14, 2006 in the initial report. The date of manufacture has been updated to feb 14 2015. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the motor could not be stopped on the small battery drive device. According to the reporter, the oscillating saw function was not available. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was no patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.